Manufacturer narrative:
The device in question is listed as a single use device. With the current information no conclusion can be made, if additional event and/or evaluation information is obtained, a supplemental emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 1998 - patient was diagnosed with a complete vaginal prolapse with cystocele, rectocele, stress urinary incontinence. The patient underwent a two part procedure including a sacrocolpopexy with implant of an unspecified "marlex" mesh (bard/davol), a moschcowitz ablation of enterocele, burch urethropexy and a posterior repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.